Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported tangled suture, failure to deploy the plunger, difficulty removing the closure device and foot retraction problem could not be replicated in a testing environment. A conclusive cause for the reported difficulties could not be determined. The reported patient effect of perforation and thrombosis are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products and therapy date: dilatation catheter: fogarty balloon; sheath: 6f; heparin. (B)(4) - against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, there was resistance while pushing the needle plunger of the proglide device, but the plunger was fully pushed down and the needles were deployed. There was difficulty retracting the feet of the proglide device; the device was removed with one foot open and the other was broken and tangled in the suture. Reportedly, resistance was met while removing the proglide device and a perforation of the vessel occurred. There was thrombosis in the popliteal artery and right common femoral artery after use of the proglide device. The thrombosis was extracted with a non-abbott balloon catheter and an anticoagulant was administered. Thrombus formed again resulting in loss of blood flow. The vessel was dissected and surgical suturing was performed which successfully treated both the perforation and the thrombosis. Hemostasis was achieved with the surgical suture. The physician has been reportedly trained in the use of the proglide device. No additional information was provided.